Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, the foot of the proglide could not be retracted after deployment. Attempts were made to retract the foot for 30 minutes. A lot of manual force was used and the foot had to be essentially forced closed in order to remove the device. A large hematoma was present. Manual arterial compression was applied for 90 minutes to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported inability to retract the foot could not be determined. The reported patient effect of hematoma is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. D10, h3, h10: although it was initially reported that the device would be returned, it was subsequently not returned.